Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: pacemaker-mediated reentrant arrhythmia facilitated by an atrial-tracking leadless pacemaker. Journal of cardiovascular electrophysiology. 2024; 35:1883¿1887. Doi: 10.1111/jce.16350. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding pacemaker-mediated reentrant arrhythmia (pmra) in a patient with an atrioventricular (av) synchronous leadless implantable pulse generator (ipg). The authors described patient who presented with progressive shortness of breath, fatigue, and lower extremity swelling approximately five months following leadless ipg implant. Pacing-induced cardiomyopathy was diagnosed, and they were referred for a cardiac resynchronization therapy pacemaker (crt-p). After placing the atrial and ventricular transvenous leads, a short va interval was identified during av leadless pacing. The leadless ipg was then reprogrammed which resulted in the atrial rate immediately dropping indicating that the atrial activation was from retrograde conduction driven by ventricular pacing, and consistent with pacemaker-mediated reentrant arrhythmia. It was suspected that a possible explanation was due to oversensing of the leadless ipg. The crt-p device was programmed and remains in use. No additional adverse patient effects or product performance issues were reported.